Event description:
It was reported when using the bd max¿ system, bd max¿ instrument the user received inconsistencies with the CT values and the associated given result. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: k111860, k130470. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary the complaint alleges the bd max instrument had "discrepant results." Customer reported that they are witnessing CT values for their pcr curves which are inconsistent with the given result report out. Customer requests assistance from bd application specialists. Remote assistance was provided to the customer in the form of training on how to interpret the pcr curves and CT values. This complaint is unconfirmed as it does not allude to a defect in instrument functional performance nor any part failures. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of the device history record for the instrument is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported when using the bd max¿ system, bd max¿ instrument the user received inconsistencies with the CT values and the associated given result. No health impact or consequence reported.